Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a direct j tube in (B)(6) 2016. The specific product information is not known. The specific implant date was not provided. The patient developed an unspecified infection approximately one week prior to (B)(6) 2017. The patient was treated by his general practitioner at a local hospital and was discharged home. The patient did not recover and was then admitted to the hospital on (B)(6) 2017. Culture and sensitivity were not provided; intravenous antibiotic treatment was initiated. The patient remains hospitalized at the time of this report date. No further patient condition or treatment information was provided.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes that complications associated with the placement and use of the device ¿include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvulus, persistent fistula following peg-j removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg-j tube, tube dislodgment or migration, hemorrhage, and tumor metastasis.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.